Event description:
According to the reporter, during a thoracoscopic radical resection of esophageal cancer was performed, a suture was used to suture the gastric tissue after opening the package, it was found that all five sutures and needles were detached, and the middle section of the thread broke off automatically and could not be used. Then another package of suture was opened, which increased the patient's waiting time. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: gl-33-mg, gl-33-mg polysorb, 3-0 vio 5x45cm cv25d, (lot # d2a1686y), gl-33-mg, gl-33-mg polysorb, 3-0 vio 5x45cm cv25d, (lot # d2a1686y), gl-33-mg, gl-33-mg polysorb, 3-0 vio 5x45cm cv25d, (lot # d2a1686y), gl-33-mg, gl-33-mg polysorb, 3-0 vio 5x45cm cv25d, (lot # d2a1686y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.